Event description:
A medtronic rep reported one of their demonstration s7 system computers had broken down. It power down by itself during a procedure. There was no impact to the pt's outcome reported.

Manufacturer narrative:
Per the field rep, a replacement computer resolved the issue. However, no parts have been received by the MFR for eval.